Event description:
A malfunction alarm occurred, identified as malfunction code 12, but there was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump and was assisted by technical support in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.